Manufacturer narrative:
The olympus field service engineer (fse) performed an onsite repair as requested. The fse confirmed the allegation that it was due to a failed connector. Fse replaced the connector, and the systems tested ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a procedure, the image disappeared from time to time and then would be restored on the evis exera iii video system center. No patient injury or procedure impact was reported. An on-site visit by an olympus field service engineer (fse) was requested.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, the issue was resolved at the customer facility by the field service engineer (fse) by replacing the connector, hence, it was determined that the problem occurred due to a failure of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The monthly analysis report was checked for 12 months, and there was no increase trend. Olympus will continue to monitor field performance for this device.